Manufacturer narrative:
Sections with additional information as of 10-dec-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Note: manufacturer contacted customer in a follow-up call (B)(6) 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern. Corrected sections as of 10-dec-2020: h10: most likely underlying root cause corrected from "mlc-20: user's test strip had poor storage" to "mlc-62: user had poor technique".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Customer also reported complaint for e-3 error. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of 177, 221, 156, 238 and 265 mg/dl. The customer¿s expected am fasting blood glucose test result is 120 mg/dl and expected pm fasting blood glucose test result is 130 mg/dl. The customer feels well and did not report any symptoms. Husband stated that a month ago the customer had gone to hospital but that it had not been related to diabetes; the customer had slipped due to water on the floor of the kitchen. Customer's blood glucose was not tested when at the hospital. Husband stated that customer's knee is still swollen. During the call, a blood test was performed by the customer fasting and produced test result of 116 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 02/18/2022 and open vial date is 09/15/2020. The meter memory was reviewed for previous test result history: (B)(6).